Manufacturer narrative:
Device code (B)(4) no longer applies. Evaluation code-conclusion no longer applies.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received sufentanil (300mcg/ml, 160.21mcg/day) and gabapentin (12mg/ml, 6.408mg/day) in an implantable pump non-malignant pain and other chronic/intractable pain (trunk/limbs). A motor stall with a stopped pump may exceed tube set message were seen upon interrogation. The patient did not recently have an mris. A motor stall occurred on (B)(6) 2016 (recovery on (B)(6) 2016) and on (B)(6) 2016 (tube set message on (B)(6) 2016). The patient was in for a refill on (B)(6) 2016 and the expected residual volume (erv) was 3.6ml. The hcp pulled back almost a full reservoir (later reported as 11ml). There were no reported symptoms. The reporter was going to follow-up with the hcp. It was unknown if any environmental/external/patient factors may have led to or contributed to the issue. The plan was to replace the pump on (B)(6) 2016 and returned to the manufacturer for analysis. The event was considered to be resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump had low battery resets/safe states. It was noted that the drug in the pump was compounded drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.